Manufacturer narrative:
Eval: results and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our x-ray manufacturer in a foreign country, to submit this device problem. This x-ray system stopped working during the pt procedure. The system had to be rebooted to be operational. The pt was not injured.